Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, during anterior vitrectomy surgery an ophthalmic handpiece didn't cut, and no cutting sound was heard. It is unknown whether the surgery was completed. Patient harm was not reported. Additional information has been requested, none received till date.

Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. Evaluation at manufacturing site confirmed the reported failure, as testing demonstrated the tip port did not actuate, resulting in a nonconforming handpiece. The root cause of the reported complaint was attributed to the nonconforming handpiece; however, the specific timing and mechanism of the nonconformance could not be determined. Based on low occurrence and risk management review, no additional corrective actions were required at this time. Quality assurance will continue to monitor complaint data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. There was no service record nor product returned for testing. Therefore, based upon the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).